Event description:
It was reported that the patient underwent a revision procedure to remove and replace the control pump of this artificial urinary sphincter (aus) due to an unspecified reason. Additional information was received indicating the procedure was performed due to inability to activate the pump and recurring urinary incontinence. There were no other patient complications reported.